Event description:
Pt revised to address pain, questioned if glenoid loose due to edge loading. Found metaglene and glenosphere were improperly versioned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.